Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2011 due to two broken screws and pain. The screws, part number 04.032.095s, lot 4633312 and part number 04.032.100s, lot number 6423643, broke post-operatively on an unknown date during 2011. The surgeon was unable to fully remove the screws and portions of both screw shafts remain in the patient¿s distal femur. The patient initially was implanted on (B)(6) 2011 with a trochanteric fixation nail, part number, identified by implant record description as 456.362s, lot number unknown, and the two aforementioned screws to treat three fractures of the right femur sustained after an automobile accident on (B)(6) 2011. The implant record did not list a helical blade or any other additional parts. The patient was revised with a 9-hole condylar and six 4.5 mm cortex screws of various lengths. The patient continues to experience chronic pain. The revision implants and associated pain will be addressed under related complaint number (B)(4). This complaint involves three parts; the nail and two broken screws, although no complaint is alleged against the nail at this time. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.